Event description:
The patient contacted animas on (B)(6) 2012 alleging the keypad buttons were sticking and unresponsive when pressed. The patient reported that evening at approximately 7pm she obtained a blood glucose level of 200 mg/dl which she mentioned was a little elevated. The patient reported when she went to give a bolus of 10 units, the down arrow button remained stuck down and instead of 10 units the pump displayed 13.5 units. The patient claimed she attempted to cancel the bolus; however, the buttons were unresponsive when pressed and, therefore, she disconnected from the pump. The patient confirmed receiving some of the bolus (exact amount is unknown). While disconnected, the patient continued to press the keypad buttons until one of the buttons responded and the bolus was cancelled. The patient reported remaining off the pump since that incident occurred. The patient informed customer support that her bg level 2 hours after the incident was in the 300mg/dl range and prior to contacting animas it had increased to 500mg/dl. At the time of the 500mg/dl reading, the patient stated she had symptoms of a headache and a dry mouth. The patient stated she gave herself an injection in response to the high bg prior to placing call to animas. At the end of the call the patient rechecked her bg and was at 431mg/dl. At the time of troubleshooting, customer support noted that the pump history and settings could not be reviewed due to the keypad buttons being unresponsive to press. During the call, the patient reported that the rubber on the keypad was loose and fell off on (B)(6) 2012. The patient confirmed she was able to see the metal underneath. The patient was unable to provide any dates regarding when the rubber on the keypad came loose. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. The patient's alleged hyperglycemia can be attributed to user error since the patient continued to use the subject pump despite being aware of the damaged keypad. A peeling, torn or missing keypad will permit contamination to permeate the buttons which will have a negative impact on button function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling at the contrast button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The down arrow button was found to be intermittently responding to presses; all other buttons were responding normally. The keypad was removed and adhesive was observed under the button contacts. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, the battery compartment was found to be cracked and the cap was found to be stripped. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.